Event description:
The customer reported high bg levels, she had "4 highs above 300 mg/dl." She checked into the hospital with a bg level of 340 mg/dl and large ketones over 6. The customer was "on a drip of novolog for 36 hours." The pdm was returned for evaluation.

Manufacturer narrative:
The returned pdm was investigated and found to be functioning as intended. No product condition was found that would have caused or contributed to the user's high bg levels. The pdm's bg meter was tested on a simulated strip tester and all results were acceptable. Pod data shows the device delivered all pulses indicating insulin was delivered successfully. No issues were found inside the pdm. The device was throughly investigated and found fully capable or performing all functions as designed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." Product lot qualification records were determined to have met all acceptance criteria.